Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with mucosectomy procedure performed on (B)(6) 2014. According to the complainant, the clip grasped and locked onto tissue; however the clip did not fire and would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4) clip assembly mashed onto bushing. A visual examination of the returned device noted that the clip assembly was mashed on to the bushing. The clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were not locked in to the capsule. A kink in the control wire was noted. Product analysis confirms the reported complaint event that the clip could not open; however it was noted that the was mashed onto the bushing and failed to release from the catheter. This is contrary to what was initially report, that the clip would not open. It is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with mucosectomy procedure performed on (B)(6) 2014. According to the complainant, the clip grasped and locked onto tissue, but the clip did not fire and would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable. Additional information received (B)(6) 2014. According to the complainant, the device was not able to open or grasp and lock onto tissue. This event has been deemed a reportable event based on the investigation result: clip assembly mashed on to the bushing.

Manufacturer narrative:
Note: this event of 'the device was not able to open or grasp and lock onto tissue' is not considered a reportable event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with mucosectomy procedure performed on (B)(6) 2014. According to the complainant, the clip grasped and locked onto tissue, but the clip did not fire and would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable. Additional information received april 1, 2014. According to the complainant, the device was not able to open or grasp and lock onto tissue.